Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed s...

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited greater than 125 ohms shock impedances during the implant procedure. The lead was disconnected and then reconnected. Multiple shock impedance measurements were undertaken. Some less than 20 ohms shock impedance measurements were obtained. Additionally, shock impedance measurements in the 60 ohm range were recorded. The shock impedance measurements that fell within the normal range were varied and not stable. Additionally, the local representative reported that a small amount of electrogram noise was present on the electrogram. The physician elected to remove the device and a replacement device was implanted. The local representative reported that the replacement device was connected and the shock impedance measurements varied slight but the values were within normal range. Appropriate defibrillation threshold (dft) testing was obtained with the replacement device. The device was returned to boston scientific's post market quality assurance laboratory for analysis.